Event description:
It was reported in the clinical trail at post procedure follow-up the patient suffered an ischemic stroke and stenosis was found on imaging. The patient experienced dizziness for 1 day. No other information is available.